Event description:
At the first follow-up visit after a recent first implant, a patient's device was found to be showing high impedance. X-rays were taken. There was no report of trauma or any event that could have damaged the system. Device history records were reviewed for the lead and indicated that the device was sterilized and passed all quality inspections prior to distribution. X-rays were reviewed. The feedthrough wires appeared intact at the connector pins, and the generator was placed in the upper left chest, as expected. The lead pin appeared to be fully inserted. The lead was placed per labeling and two tie downs were present securing the lead. A strain relief bend and loop were present and placed per labeling. One tie down was present per labeling, securing the strain relief loop. No tied down was positioned laterally to the anchor tether as per labeling to secure the strain relief bend. No obvious fractures or sharp angles were found in the images. A portion of the lead was routed behind the generator and could not be assessed through the x-ray images. No surgery has occurred to date. No further relevant information has been received to date.

Event description:
It was indicated that a lead revision surgery was performed for the high impedance. The new lead was placed on the right vagus nerve as the left nerve could not be found due to patient anatomy. The generator was not changed. Post-operation diagnostics indicated ok impedance. It was later reported that there was high impedance found again with the newly replaced lead. The physicians then believed the issue may be with the generator. The high impedance observed with the newly replaced lead is captured in mfg report #1644487-2018-01195. Device history records were reviewed for the explanted devices and each device was indicated to have passed all quality inspections prior to distribution. No device has been received to date. No additional relevant information has been received to date.

Event description:
The lead was returned for analysis. Product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed and approved for the returned lead. The lead assembly was returned in one portion. The electrodes and tie downs were not returned. Setscrew marks were observed on the connector pin, indicating that proper mechanical contact was made at some point securing good electrical connection between the lead and generator. Incisions were made to allow for continuity checks. Resistance measurements were performed for the continuity check and no discontinuities were identified during this analysis. No obvious anomalies were noted. Note that since the electrode array section was not returned for analysis, no analysis could be performed of that portion of the lead. Based on the findings in product analysis, there was no evidence to suggest any discontinuities in the returned portion of the device that may have contributed to a high impedance. No additional relevant information was received to date.

Manufacturer narrative:
Correction. Previous report did not include generator product analysis as it was inadvertently mistaken to not be relevant to the report. Analysis is now included.

Event description:
Product analysis was performed for the returned generator. Visual examination of the generator found markings typical of surgical procedures. The septum was not cored. No other surface abnormalities were noted. Both interrogation and system diagnostic tests were performed. Resulting status checks were ok communication, ok current delivered, ok impedance and intensified follow up indicator = no. The device performed according to functional specifications. No performance or other type of adverse conditions were found with the device. High impedance was noted from the device internal data. This is already captured. No further relevant information has been received to date.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed and the device passed all quality tests prior to distribution. No additional or relevant information has been received to date.